Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During a technical site visit, a field service engineer (fse) performed a service installation record and system was working within specification. Event was not confirmed or replicated. The fse was not able to recreate any issues with the eyetracker or its functionality. The tracker was able to track very well in all quadrants of the field of view. Difficulties with pupil tracking can be related to patient anatomy, size and color of the pupil. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported eye tracker difficulty tracking the pupil. The technician tried on an eye tracker target and it captured correctly. They were forced to place the flap into place to capture eye. Once captured the system kept tracking. Eye flap was cleared away and surgery was completed.